Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl; bg cause was due to control iq software delivering a correction bolus. Reportedly, customer consumed carbohydrates to treat low bg. A system check was performed and the pump had accurately delivered the automatic bolus based on the customer¿s pump settings. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.